Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced elevated blood glucose of approximately 600 mg/dl due to bent infusion cannulas. Patient bolused to correct hyperglycemia. Normal blood glucose is 80-100 mg/dl. There were no concerns with the preparation or insertion of the infusion set. On one occasion, insertion of the headset caused pain. She removed the headset and noticed the infusion cannula was kinked and pressed against her skin, and there was wetness. Headsets are manually inserted, and the concern was noticed 1 hour-1 day following insertion. This was an ongoing concern since (B)(6) 2010. Product was replaced. No product was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.